Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded double bend stent was used to treat a stricture in the right hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, a first advanix biliary stent was successfully placed in the left hepatic duct. However, when attempting to deploy the device into the right hepatic duct, the guide catheter became stuck. Despite advancing and pushing the stent deeper into the duct, along with movements of the elevator and scope, the guide catheter did not move. Subsequently, the delivery system was removed from the scope, and it was noted that the guide catheter together with the stent were broken. A foreign body retriever was then used to remove the broken guide catheter together with the stent. The procedure was completed with another advanix biliary preloaded stent of a different size. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.